Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 3. After the successful procedure, a small pericardial effusion was noted. Aspiration was performed successfully, and no more pericardial effusion was observed. The patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Based on the information reviewed, a definitive cause for the pericardial effusion, could not be determined in this incident. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.